Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this patient's device went from one year remaining longevity to less than 90 days in less than a years time. The boston scientific sales representative believes this is to fast. To date, there have been no adverse patient effects reported.